Event description:
It was reported nevro that a patient reported pain and warm sensation at the lead incision site. The patient was admitted to the ER and it was confirmed that the patient had acquired an infection at the lead incision site. The system was explanted and discarded. The patient was given antibiotics. Follow up report indicated that the patient had recovered without sequelae.